Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the event log were performed. Functional testing revealed that the device had a f-38 alarm. The cause of the condition was determined to be an inoperative force sensing resistor. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a f-38 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.